Event description:
A report was received that the patient's paddle lead was explanted. Additional information was received stating the paddle lead explant was because the patient has a small epidural space and the paddle lead was causing discomfort.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.